Event description:
Laparoscopic monopolar cord caught fire during procedure. The cord melted off of the connecting piece that goes into the electrocautery machine. The electrocautery machine was turned off and a saline soaked towel was placed over the very small flame and it was extinguished. New electrocautery machine and monopolar cord was brought into the room and surgery proceeded.